Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval? Yes. D10: returned to manufacturer on: 17jul2023. Investigation summary: a complaint of male luer breaking was received from the customer. Two unused samples were returned for investigation under (B)(4). Through visual inspection, no defects or damages were observed. Samples were then primed with water and no leaks were observed. Male luers were attached to a primary set and no cracks were observed when attaching the set. The defect of component damage could not be replicated. A device history record review for model: mz9266, lot number: 23019245 was performed. The search showed that a total of (B)(4) units in 1 lot number were built on 15jan2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to the defect not being able to be replicated, the root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported 2 of the bd microbore¿ tri-fuse extension set by had a broken spinner collar. The following information was provided by the initial reporter: customer reported: rn broken spinner collar.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported 2 of the bd microbore¿ tri-fuse extension setby had a broken spinner collar. The following information was provided by the initial reporter: verbatim: customer reported: xxxx rn broken spinner collar.